Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was open to be used during a flexible ureteroscope lithotripsy procedure in the kidney, performed on (B)(6), 2020. According to the complainant, during unpacking, the physician noticed that the stent was broken in half along the shaft. Another polaris ultra stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) initial reporter state: (B)(6) block h6: device code 1069 captures the reportable code of stent shaft break. Block h10: the returned polaris ultra ureteral stent was analyzed, and a visual evaluation noted that the middle section of the device was detached/separated. The suture string was not returned with the device. No other issues with the device were noted. The reported event was confirmed. The analysis of the returned device revealed that the middle section of the ureteral stent was detached/separated. According to product analysis, the issue occurred during unpacking, the problem found is an issue that could have been generated by the user or due to the interacting of the device with the suture string. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during preparation and the device had no influence on the event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Block h11: correction to field e4: initial reporter also sent rep to FDA.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was open to be used during a flexible ureteroscope lithotripsy procedure in the kidney, performed on (B)(6) 2020. According to the complainant, during unpacking, the physician noticed that the stent was broken in half along the shaft. Another polaris ultra stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.